Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was no capture at maximum output, undersensing, and a suspected lead dislodgement. The device was reprogrammed to ovo mode pending a lead revision, which likely occurred within days during an upgrade to dual-chamber pacemaker. No patient complications have been reported as a result of this event.